Event description:
This case was reported by a lawyer and described the occurrence of neurological injury in a pt who took poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt took poligrip at unk dosing. At an unk time after starting poligrip, the pt experienced a neurological injury. At the time of reporting, the outcome of the event was unk. Follow-up was received via medical records on 10 may 2010. The pt had gastric bypass surgery in 1991 at (B)(6). Medical records dated (B)(6) 2009, indicated the pt was first seen in (B)(6) 2007. In 2006, the pt had previously been seen by the neurology department for possible small fiber neuropathy and was subsequently seen by hematology in early 2007 with cytopenias and low copper levels. The pt had not been supplementing following gastric bypass getting away from b12 injections. Physicians also wondered if the symptoms were due to poor nutritional intake of copper. In (B)(6) 2008, the pt's zinc level was high and her copper level was low. The pt denied taking zinc supplements. The pt received copper infusions and her copper level increased. But over time it became low gain. Additionally, her zinc level continued to rise since (B)(6) 2008. On (B)(6) 2009, the pt presented with nausea and vomiting and was hospitalized for one day. A 24 hour urine zinc was "quite high" at 8199 mcg/specimen and her blood zinc was 2.24 mcg/ml. The pt was placed on oral copper supplementation. Despite daily copper supplementation, the pt's zinc levels continued to climb and her copper level was low. The physician wrote "we could not come up with anything until she mentioned her dentures." The pt had dentures since 2000. Initially the pt used "flexident" and then switched to super poligrip original ("pink container") for the past several years. Because the dentures did not fit well, the pt used the adhesive three to four times a day on her lower denture and once a day on her upper denture. The ill fitting dentures cause her gums to be sore and inflamed for which she uses xylocaine gel. The pt also wears the dentures at night because she is uncomfortable about her appearance without them. The zinc toxicity was suspected to be on the basis of an absorption of zinc from denture adhesive through used generously and through inflamed and ulcerative mucous membranes. Current medications at this time included paracetamol, amoxicillin trihydrate, atorvastatin calcium, copper salt, folic acid, gabapentin, sumatriptan succinate, lignocaine hydrochloride, aspirin, multivitamins, oxycodone, pramipexole, tramadol hydrochloride, cyanocobalamin, vitamin d, vitamin e and zolpidem. The medical records state the pt had copper deficiency on the basis of zinc toxicity with working diagnosis of excess zinc exposure from denture adhesive. The pt had cyclic-recurrent anemia and leukopenia felt to be due to copper deficiency. The present illness was "copper deficiency with leukopenia, anemia, recurring infection in the setting of excess zinc" and peripheral neuropathy was also questioned to be a result of copper deficiency. The pt had experienced pneumonia, bacterial sinusitis and fevers and was suspected being an immunocompromised host. The treatment plan was for the pt to discontinue super poligrip and find a denture adhesive that did not contain zinc. The pt will continue oral copper but will also get intravenous copper because her copper level was undetectable a few weeks prior to this appointment. On (B)(6) 2009, the pt's leukocytes were within normal limits. On (B)(6) 2009, the pt hemoglobin and hematocrit remained low. By (B)(6) 2009, the pt's copper and zinc levels were normal. This case was considered medically serious by gsk.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).